Event description:
The hcp reported the pt had a pump refill performed at the office, then presented to the emergency room a few days later with "withdrawal type symptoms." A rotor study was done that showed the rotors to be nonfunctional. The pump had been left at a slow running state after the rotor study. At the time of the explant, the expected residual volume was 13.7ml and the actual was 13.2ml. The pump was replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.